Event description:
An implant card was received indicating that both the generator and lead were replaced due to "other - ohms >10,000/ohms = 9270". The generator and lead were returned to manufacturer for analysis. The returned product form indicated that high impedance was observed after the generator was replaced. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.